Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2017 with the following findings: a review of the black box showed call service 012 alarms. Shortly after powering on the pump gave a call service 012 alarm. The pump was loaded with a new software code and then the pump was able to power on and display the verify screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.